Manufacturer narrative:
The manufacturer previously reported a ventilator failed a test step during testing and alarmed for a service required alarm condition. There was no harm or injury reported. The device was evaluated by the manufacturer's field service engineer (fse) and the device was found to fail the power verification test step and alarmed indicating the battery was not charging. The device's internal battery and power supply were replaced to address the issues. Additionally, the device's system board, detachable battery, detachable battery harness and detachable battery board were replaced preventatively. Additional information received from the field service engineer (fse) clarified the component replacements performed. As previously reported, the system board and internal battery were replaced to address failure of the power fail verification test step. The system board was also replaced to resolve power source depleted, soft power failure, and hard power failure alarm conditions. The detachable battery was replaced to address observed charging errors. Following these repairs, the device was tested and successfully passed all final testing. The reported failure of failed power failure verification and power source error codes is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The manufacturer received information alleging a ventilator failed a test step during testing and alarmed for a service required alarm condition. There was no harm or injury reported. The device was evaluated by the manufacturer's field service engineer and the device was found to fail the power verification test step and alarmed indicating the battery was not charging. The device's internal battery and power supply were replaced to address the issues. Additionally, the device's system board, detachable battery, detachable battery harness and detachable battery board were replaced preventatively.